Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer's blood glucose was 120-130 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on issue was verified, but the low bg issue could not be verified.